Event description:
Caller reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, 389 mg/dl, 168 mg/dl, 146 mg/dl, and 151 mg/dl within 11 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It has been reportedthat the screw head and shaft became broken while revising the placement of the screw. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.